Event description:
It was reported to philips that the device failed the functional check. There was no patient involvement. The customer called explaining that the printer was working properly. No work was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem as the device is now working properly. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The customer called explaining that the printer was working properly.